Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Based on the information provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing dated 04-jan-2021.

Event description:
On 04/10/2023 it was reported by a sales representative via sems that an ar-6485 arthroscopy pumps door is closed, however, is still reading as opened and not allowing the pump to run. This occurred during a case, with no patient effect. No additional information was provided.